Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to dissociation of the femoral head from the adm/ mdm poly insert. Intra-operatively, it was noted that the mdm metal liner was loose in the shell. Patient denied any trauma. Rep took the femoral head and poly insert to the back table and used the press to re-assemble the devices, and could not get them to separate. The head, poly insert, and metal liner were revised. The surgeon would like investigation results to find out how this happened. The rep reported that he can provide the primary usage, and may be able to get the devices for return. Otherwise, no further information will be released by the hospital or surgeon.